Manufacturer narrative:
A direct correlation between the device and the reported event could not conclusively be established through this evaluation. Bleeding and stroke are listed in the instructions for use as potential adverse events that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
(B)(4). Approximate age of device ¿ 5 months. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2015. It was reported that the patient had an intracerebral hemorrhage (ich) in (B)(6) 2016. The ich was managed non-operatively. The patient had residual cognitive deficits: aggravation and short term memory loss. The patient¿s vision changed in the sunlight and everything appears white.